Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that for the past eight days the patient has been experiencing elevated blood glucose (bg) from 400mg/dl to "high" (>600mg/dl) with increased thirst. The reporter stated she has been in contact with the patient's healthcare provider (hcp) who wanted the pump reviewed. The reporter stated she did not think there was anything wrong with the pump and that there was something going on with the patient affecting bgs, but was calling to review the pump per hcps request. The reporter noted that the patient's bgs have been corrected with insulin injection with no improvement. The reporter also stated that temporary increased basal rates had been used with no improvement to bgs. The patient is reportedly drinking more than 12 ounces of water every half hour. The reporter stated that they have been changing the site and set daily, and have change to new vials of insulin three times since the issues began. The reporter denied any site or set issues and stated that sites were recently reviewed by the hcp. The reporter denied any illness or changes in medication or activity level. Customer technical support (cts) reviewed the pump with the reporter and found all settings and histories were correct; there was no pump malfunction identified during troubleshooting. Cts advised the reporter that the insulin may be bad since the same insulin is being used in the pump and with syringe injections and the patient's bg is not responding. The reporter was advised to get a new bottle of insulin from a different pharmacy and to contact the patient's hcp. The reporter was also advised to take the patient to the ER if the patient's bgs did not improve. This complaint is being reporter because the patient allegedly experienced hyperglycemia of unknown cause while using insulin pump therapy; use of bad insulin was determined to be a possible cause or contributor.